Event description:
Information was later received from the health care professional indicating that the patient was receiving fentanyl (concentration 5000mcg/ml, dose 1287.2mcg/day).

Event description:
Additional information received reported the patient had presented with what the patient stated was withdrawal symptoms; however the pump was fully checked and a dye study was performed. No issues or anomalies were noted. The patient was fine now and receiving adequate therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported that she went through the airport 3 days ago and now her pump is "off." The patient had not heard the pump alarming. No interventions were mentioned. The patient reported symptoms of withdrawal. The patient went to the emergency room (ER), but they did not check the pump. The patient was in the hospital on (B)(6) 2015 and had been released since. The medication being delivered via the pump was fentanyl. The concentration was 3000 mcg/ml. When asked for the daily dose, the patient replied "1.2" and did not give a unit of measure. The lot number was unknown. The pump was to be interrogated. The patient's outcome was unknown. The indications for use were non-malignant pain and degenerative disc disease/herniated disc pain. Follow up is being conducted. If additional information becomes available, the event will be updated.